Event description:
Patient presented to the physician with pain in the area of the jaw and tethering of the stimulation lead. Physician suspected the pain was emanating from the cuff location. Physician brought the patient into the or and loosened the stimulation lead from the gastric tendon and repositioned the ipg to provide additional slack of the stimulation lead under the submandibular gland. Physician also moved the ipg slightly medial and rescored the pocket to promote healing.